Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2020. A stent removal procedure was then performed on (B)(6) 2020. According to the complainant, during the stent removal procedure on (B)(6) 2020, a broken basket wire from the zero tip basket used in the rirs procedure on (B)(6) 2020 was found inside the patient. Foreign body retrieval forceps was used to remove the basket wire. There were no patient complications as a result of this event. Additional information received on september 9, 2020. A foreign body retrieval forceps was used to retrieve the detached basket wire.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block e1: initial report phone number: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: additional information: block b5. Block h6: device code 2907 captures the reportable event of basket wire detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2020. A stent removal procedure was then performed on (B)(6) 2020. According to the complainant, during the stent removal procedure on (B)(6) 2020, a broken basket wire from the zero tip basket used in the rirs procedure on (B)(6) 2020 was found inside the patient and removed. There were no patient complications as a result of this event.